Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: 3301250000-2019-8012.

Event description:
A physician reported a patient with under correction in the left eye following refractive treatment. The patient has not returned for post operative evaluation. There are two related reports for this event. This report addresses the patient with unknown identifiers, and another manufacturer report will be filed for other patient.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check and eyetracker test without any issue. The corresponding treatment was performed without interruption. No error or relevant warning message were shown during the complete day. Fluence test was performed with a measured depth of 125.0 microns. The acceptable range for the measured ablation depth is 63.5 microns to 66.5 microns. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ have to be repeated. In the logfiles it can be seen that the ablation depth micrometer has not been zeroed. However, the user still confirmed the fluence test and performed 7 treatments during the whole day. User performed an energy check. The corresponding treatment was at two and a half hours later. It is recommended, that an energy test is performed before each patient. The treatment report of shows different measurements that have been transferred to calculate the treatment. It shows that the images are not consistent in the measured axes and form. Consistent measurements should be used for calculation. The root cause could not be identified conclusively. Most possible root cause is user handling: the manufacturer internal reference number is: (B)(4).